Event description:
Intraocular pressure is not going down after an agv was implanted.

Manufacturer narrative:
Customer provided lot number and serial number. The device history record for the lot reported was reviewed, and product was manufactured in compliance with nwm procedures.

Manufacturer narrative:
The sample was not returned to nwm; therefore, the issue reported could not be confirmed. The serial and lot#s were not provided. If additional information, or if the product is returned to (B)(6) medical for evaluation, this report will be updated.

Event description:
Intraocular pressure is not going down after an agv was implanted.